Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated that when the motor clutch switches into drive from push, the wheel does not lock. The wheel was still moving back and forth. When the chair is stopped on a slope, the chair would go backwards due to the wheel not locking.